Manufacturer narrative:
The hill-rom technician found the siderail mounting bracket was bent. The technician re-aligned the siderail to repair the bed.

Event description:
Information received indicates the left foot siderail will not latch.